Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during initial implant procedure the atrial lead would not stay in position. The doctor attempted to reposition the lead multiple times but was unsuccessful. The lead was removed and replaced. The procedure was completed without issue and the patient was stable before, during, and after the procedure.